Manufacturer narrative:
References the main component of the device other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The patient reported that since getting the device implanted the battery and the leads had been hurting him the patient also stated that the device had been wanting to turn horizontal instead of sitting vertically. The patient also mentioned that they had gone to the emergency room(ER) 3 days ago because the surgery site had opened up a little bit and there was clear liquid and blood all over there bed, the said the ER had called it a seroma. The patient stated they had been having a lot of problems and the seroma went onto the spine and nerves and there was a total of three times they had had to go to the ER until the last time when everything ruptured out. Patient inquired about the healing process and was directed to follow up with their primary healthcare provider. No further complications were reported as a result of this event.